Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd syringe 5ml ll sp125 had a broken plunger rod. The following information was provided by the initial reporter: "it was reported the plungers are broken/cracked. Verbatim: there seems to be an issue with ref 309646 lot number 9304663. The plungers are broken/ cracked. I have 11 samples of them on my desk."

Event description:
It was reported that a bd syringe 5ml ll sp125 had a broken plunger rod. The following information was provided by the initial reporter: "it was reported the plungers are broken/cracked. Verbatim: there seems to be an issue with ref 309646 lot number 9304663. The plungers are broken/ cracked. I have 11 samples of them on my desk."

Manufacturer narrative:
H.6. Investigation: one photo displaying two loose 5ml syringes was received and evaluated. It was observed on each of the syringes, the plunger rod had a portion of the rib broken off and the rib on the opposite side had small nicks in the adjacent location. The damage was rejectable per product specification. Potential root cause for the damaged plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9304663 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.